Event description:
It was reported that the patient had an indirect sinus at the implant placement procedure at tooth site #14. After the surgery, the patient developed a sinus infection. The patient was not called back because they were already on antibiotics. It was noted that there was not drainage at the site. The patient returned for a three-month examination. The patient had failed to contact the customer about the sinus infection that she had post-operation. The patient complained that the implant became loose and uncomfortable. The patient arrived to an examination on (B)(6) 2026 with the implant in their hand, which had came out at their home while eating banana nut bread. This occurred the day before the appointment. The site was left to heal for a month, after which, a replacement procedure was anticipated. The customer also expressed that there was no sinus preformation noted and that it was unknown what caused the implant failure. Symptoms as a result of the event: sinus infection.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.